Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 had failed to open. A field service engineer (fse) observed significant wear and damage on the row board cable for auxiliary drawer 6, resulting in no power to the drawer controller. The fse replaced the cable. The assembly bar was damaged due to wear and tear, it was adjusted, and the plastic stopper was repaired. After these fixes, the drawer latches and detaches normally, and all functions have returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer was failed to open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.